Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external controller malfunction; pump drive unit malfunction.

Event description:
Major pump unit(s) involved: external control system failure; system controller. Specific component(s) involved: external controller malfunction; pump drive unit malfunction; red heart alarms; electric motor dying; causative or contributing factor: no specific contributing cause identified. Intervention(s): switch from vented electric to pneumatic-mode; patient in fixed mode; vent filters sent to thoratec; type: lvad.